Manufacturer narrative:
Software data was returned and analysis confirmed the reported event. The results of analysis concluded no software failures were detected and there was no evidence of excessive force applied to the surgical arm. Additionally, the probable cause of the deviation reported is a patient/platform shift. According to the order of execution, the left facets were addressed first, followed by the right facets. Then, the right screws were tended to, starting from l1. Finally, the left side was handled, beginning again from l1. As subsequent trajectories were accurately placed, as reported, "all screws on the left were accurately placed as well as the facets," deviation due to a patient or platform shift was unlikely. However, since it was reported that "the suspected cause of the deviation was reported to be possible user error and pushing down on the trocar," perhaps during the instrumentation of the right screws, a slight patient shift occurred from the registered location, causing uniform lateral deviation of the right screws. However, this implies that the left screws, executed last, might have also experienced some deviation, even slightly. However, without intraop erative or post-operative scans provided, this claim cannot be confirmed, though it remains a probable cause. Codes b01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all the right screw were lateral. The surgery was noted to be on levels l1-l4. All screws on the left were accurately placed as well as the facets. The schanz pin mount was used. Revision surgery with medtronic navigation was used to reposition the screws. The patient was reported to be affected and surgical delay was reported as less than one-hour. Additional information received from a manufacturer representative indicated that the patient experienced abnormal pain as a result of the deviation and the deviation was reported to be between 3.5 millimeters (mm)-10mm. Additionally, the suspected cause of the deviation was reported to be possible user error and pushing down on the trocar.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.